Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2513203 presented no issues during the manufacturing process that can be related to the reported event. This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynxgrip vascular closure device broke apart; the black shuttle tube broke apart and came apart in two pieces. There was not reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
As reported, a 6f/7f mynxgrip vascular closure device broke apart; the black shuttle tube broke apart and came apart in two pieces. There was no reported patient injury. Other procedural details were requested but were not provided. One non-sterile mynxgrip vascular closure device 6f/7f was returned for investigation. Visual inspection of the device showed that the shuttle was disengaged from the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. The catheter sheath introducer (csi) was returned inserted on the device. The sealant was in its manufactured position, and the advancer tube was also in its manufactured position. The sealant sleeve was found partially retracted, while the balloon showed no abnormal condition to be reported. No additional anomalies were observed during this visual analysis. Per functional analysis, a simulated deployment test was performed. Since the shuttle was received disengaged, it was re-engaged to the black handle, and no issues related to device functionality were observed, as the sealant was deployed and the advancer tube advanced as expected. A shuttle displacement test was then performed to verify shuttle functionality, and no anomalies were noted. The advancer tube was subsequently removed fully, passing over the balloon without impediment or friction that could affect device performance. An additional test was executed by holding the unit vertically by the handle with the shuttle engaged. It was observed that gravity did not promote disengagement of the shuttle. A product history record (phr) review of lot f2513203 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿catheter-catheter detachment¿ was not observed through analysis of the returned device as there was no detachment or damage noted. The exact cause of the issue experienced could not be conclusively determined during product evaluation. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the customer, especially since there were no anomalies noted to the returned device. Although it was reported by the complainant that ¿the black shuttle tube broke apart and came apart in two pieces,¿ it is possible that the user experienced a disengagement of the shuttle grip instead since there were no separations noted. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, phr review, nor the available information suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 6/7f mynxgrip vascular closure device broke apart; the black shuttle tube broke apart and came apart in two pieces. There was no reported patient injury. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2513203 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis and based on the video provided, the reported customer complaint ¿catheter detachment¿ could not be evaluated. Without the return of the device the exact cause of the reported event could not be determined. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ the IFU also states when pulling tension prior to deployment, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.